Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call that customer received excessive motor error alarms prior to receiving a no delivery alarm. Troubleshooting could not be performed for no delivery alarm due to motor error alarm. Customer's blood glucose was 500 mg/dl, which was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would continue to receive motor error alarms. Alarm history showed four motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.